Event description:
The pt was taken to the o.r. For hemorrhage control following a fall. The multi-lumen access catheter was placed via the left femoral for rapid fluid infusion. The pt then suffered "full cardiopulmonary collapse". Acls protocol was initiated, but was unsuccessful. The pt expired of a suspected air embolism. Add'l info received indicates that after the mac was placed, the hemostasis valve was left open without a catheter or obturator placed through it to prevent leakage.